Event description:
Thank you! As reported by the user facility: customer reported that a patient running on a dialog+ machine had a venous needle dislodge during treatment. The patient was placed in comfort care and later died. The customer reported that the staff said "the machine did not alarm." Reference MFR report number: (B)(4).